Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps could not be detected when inserted into the davinci. The robot kept giving an error message that instrument could not be detected. It was tried several times. The procedure was completed with no reported injury.